Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection revealed that tunnel dilator had foreign matter, presumably rust, around the canulated hole on the handle. A sem analysis was performed in order to determine the composition of the brownish matter with the following result: the images were generated with the scanning electron microscope (sem) by scanning the surface with a focused beam of electrons. The electrons interacted with the atoms of the sample producing signals about the topography and composition. Per the composition observed in the sample, the foreign material observed could be related to human fluid or tissue. The overall complaint was unconfirmed as the observed condition of the tunnel dilator would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to cleaning/sterilization. As per the instructions for use, inspect all instruments before sterilization or storage to ensure the complete removal of soil from surfaces, tubes and holes, moveable parts. If areas are difficult to inspect visually, check for blood by immersing or flushing the instrument in a 3% hydrogen peroxide solution. If bubbling is observed, blood is present. Rinse instruments thoroughly after using hydrogen peroxide solution. If soil is still present, reclean the instrument. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date has been updated accordingly.

Event description:
This is report 5 of 5 for (B)(4). It was reported that during inspection with a boroscope, it was observed that the tunnel dilator 6.5mm device had rust and metal shavings in the cannula even with being brand new. This event did not occur during surgery. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date are currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the complaint device is not returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (20d02), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.